Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal, interrogation results were normal, visual screen was acceptable and preliminary test results were acceptable. The cause of infection could not be traced to the device. Correction: d6a: field should be populated with implant date correction: d6b: field should be populated with explant date.

Event description:
Related manufacturer reference number: 2017865-2023-52027 related manufacturer reference number: 2017865-2023-52028 it was reported that a patient presented in-clinic with an infection noted on the patient's system, along with symptoms of dwelling and discomfort. The system was explanted on (B)(6) 2023. The patient was stale throughout.